Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to a bent latch in the trunk cable the root cause for the bent latch was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.